Event description:
Pt came to outpatient department for an EKG prior to starting some new medications. While 12- lead being run, machine noted acute myocardial infarction. Pt was asymptomatic. Staff tried to troubleshoot machine: readjusted leads, checked alligator clips, re-ran and had other staff come to check. Pt taken to ed where assessed and another EKG done. No myocardial infarction. Pt discharged to home. No harm.biomed called and checked the EKG machine. Ran several tests at 30bpm, 60bpm & 120bpm. No problems found on readings. Staff changed 4 lead connector clips. Unable to duplicate findings in any of the tests run.